Manufacturer narrative:
Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during an axillary bifemoral bypass procedure the balloon became detached from a fogarty 4fr model 120804f catheter and was retained in the patient. The procedure was completed with a new fogarty catheter. Per the customer, it was determined that no additional procedure was performed based on risk to the patient. There was no allegation of patient injury. The device is not available for return.

Manufacturer narrative:
The device was not returned for evaluation as the hospital discarded the device. The customer report of balloon detached, separated was unable to be confirmed through product evaluation code since the affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. No corrective action is not required at this time. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The IFU contains the following warnings: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. To avoid air embolus in case of balloon rupture, air should not be used for balloon inflation. Carbon dioxide is the only recommended gas. As part of the manufacturing process a 100% of the units go through a balloon winding and full visual inspection process. A device history record review was completed and documented that device met all specifications upon distribution.